Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, low vacuum was experienced during cortex. The cassette was exchanged and this seemed to resolve the issue. However, the customer is requesting an evaluation of the system. The case was completed without patient harm.

Manufacturer narrative:
The consumable lot specific to this event is not known. Therefore, lot history and device history record (DHR) reviews are not possible. The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 29, 2015. Based on qa assessment, the product met specifications at the time of release. The customer did not retain the fluid management system (fms) for this complaint report; functional testing could not be conducted. The system operator's manual provides instruction in regard to loss of aspiration/suction. The root cause of the customer's complaint could not be determined as the fms sample was not returned and the console met specifications. (B)(4).